Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that the battery in the machine was corroded. The medical affairs specialist spoke to the patient same day and obtained/verified the following information. The pt purchased the meter nine days earlier from her local pharmacy. She tested on the meter that day but does not remember the result. The second time she attempted to test on the meter it did not power on. Upon testing, she noticed a powder on her hands. She turned the meter over and opened the battery compartment. There was "white fuzz" on the battery and in the battery compartment. She reported that sometime after testing she made a sandwich. That evening and the following day, she was very sick, vomiting and body aches. The next day, she stated that she did not test or take her medications because she was vomiting all day. The following day, she became unconscious and was in a coma. Her boyfriend took her to the fire station, in a wheelchair and the paramedics took her to the hospital. She was admitted with a blood glucose of 1200 mg/dl. She is still in the hospital and is being monitored for hyperglycemia. She does not know if her vomiting and flu-like symptoms were due to coming in contact with the battery corrosion or if she had the flu. A replacement meter has been sent. The pt was unable to test on her meter, which led to hyperglycemia.